Event description:
A power source alert 07 was reported by the customer, who was using a tandem charging cable and wall adapter at the time. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer left the wall adapter plugged into a working outlet for at least 30 consecutive minutes, and the pump began charging, requiring no further assistance.